Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported a medihoney hydrogel dressing (ID (B)(6)) was received in (B)(6) 2026 and an infection occurred on (B)(6) 2026. The patient went to the emergency room (ER) and was informed that she had an infection. No additional information was provided after several attempts.